Manufacturer narrative:
Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. The device was not returned for analysis as it remains implanted. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the subject has bilateral implants of the tecnis symphony intraocular lens (iol). The subject complains of having moderately bothered by halos and very bothered by starbursts causing difficulty driving at night. The patient's best corrected visual acuity (bcva) for the right (od) eye is 20/16. Reportedly, post-operative outcome significantly interferes with her daily life activities. There is no plans for surgical intervention. No additional information was provided. This report represents the right (od) eye. A separate report will be submitted for the left (os) eye.